Event description:
No new information.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
We have recently received reports that the item has been tougher to retract, which could potentially cause a safety issue. They had mentioned that this didn¿t happen every time, but it has happened often enough to warrant discussion. Issue was reported out from clinical staff on (B)(6) 2025. Were previous complaints reported to bd earlier? If not kindly provide further details of the events. No complaints were logged prior to this time. When you pressed the button, did the needle fully retract? Needle did fully retract. Did the needle retract slower than normal? Needle retracted slower than usual (the reported concern). Did the needle start retracting and then stop, leaving the needle exposed ? Not an issue that I was made aware of. Did the needle not move at all after pressing the button? Not an issue that I was made aware of. Did the button depress? Not an issue that I was made aware of. Was there any harm/serious injury to the patient or hcp directly related to this reported event? Customer response on (B)(6) 2025. There were no reported incidents, the staff was just concerned about the possibility.